Event description:
It was reported that during surgery for a scaphoid fracture on (B)(6) 2013, the tip of the threaded guide wire broke into the fracture. The surgeon opted to leave broken tip in patient after attempting to retrieve the broken fragment for five minutes. The procedure was successfully completed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.